Event description:
Two different patients in critical care unit on the same day. Both receiving levophed and diprivan intraveneously. The medication tubing was connected to the patient's IV with a stopcock in the line. In both cases, the medications leaked at the stopcock connection. In both cases, the patient's blood pressure dropped, one to 60 systolic. This happened three times to each patient in a 12 hour time period. After each event, the stopcock was replaced and the replacement also leaked.